Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor powered off automatically. The monitor was restarted and functioned as expected. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.